Manufacturer narrative:
A product investigation is in progress.

Event description:
Vagina/pain [vulvovaginal pain]. Hurt to insert-vagina [medical device site pain]. Hurt to pull out- tampon [complication of device removal]. Hurt to insert- tampon [complication of device insertion]. String was detaching [device breakage]. Case narrative: consumer reported via phone that the tampon string was detaching. No serious injury was reported.

Event description:
Vagina/pain [vulvovaginal pain]. Hurt to insert-vagina [medical device site pain]. Hurt to pull out- tampon [complication of device removal]. Hurt to insert- tampon [complication of device insertion] . String was detaching [device breakage]. Case narrative: consumer reported via phone that the tampon string was detaching. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vagina/pain [vulvovaginal pain] hurt to insert-vagina [medical device site pain] hurt to pull out- tampon [complication of device removal] hurt to insert- tampon [complication of device insertion] string was detaching [device breakage] case narrative: consumer reported via phone that the tampon string was detaching. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.